Event description:
It was reported that the patient states that he lost a lot of weight, and the battery is moving in the pocket. As a result, surgical intervention took place where the ipg was repositioned from left shoulder to left buttocks.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.